Event description:
The customer just got this chair and after a couple uses the push cane broke off at the weld point. The resident using the chair is only about 100 lbs so it is not a weight issue.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Manufacturer narrative:
The device was evaluated by the returns department where they found a broken weld at left hand grip. Chair has very little use handle was probably cracked/broken when unpacked.

Event description:
The customer just got this chair and after a couple uses the push cane broke off at the weld point. The resident using the chair is only about 100 lbs so it is not a weight issue.